Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, before using in a patient this pressure monitoring set, foreign material was observed obstructing the sensor connection to the venous port. The device was replaced with a new unit. There is no allegation of patient injury. Patient demographics were not provided.